Event description:
It was reported that during a lap chole procedure, the device's threaded end melted and cracked. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary: the device was returned with the sheath melted at the bottom where the handpiece is assembled to the instrument. The blade was found to be scratched. It was tested and no error code was noted. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.